Event description:
A customer reported 4143 seal breaker home overrun on the aia-2000 analyzer. The analyzer is down and the customer has requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of beta human chorionic gonadotropin (bhcg) and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. The fse confirmed the complaint by reviewing the error log. The fse observed that the 5 volts was not getting to seal breaker home sensor s0 70. The fse repaired loose wire at the sense board cn 26 connector, which resolved the issue. The fse repaired and validated the analyzer by successfully running quality control without error and within acceptable range. No parts returned. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13 month complaint and service history review through the aware date for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the search period. The aia-2000 service manual under appendix 4: error messages states the following: [4143] seal breaker home overrun cause: the home sensor activated improperly after seal breaker movement. If retry fails, the measurement system will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the loose wire at the sense board connector could not be established.